Event description:
Edwards received notification through the implant patient registry that a patient with a 9600tfx 23mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 5 years, 9 months, and 25 days. Approximately 5 years and 2 months post-implant, a transesophageal echocardiogram (tee) indicated severe aortic stenosis of the sapien 3 valve. Approximately 5 months later, a computed tomography (CT) exam indicated there was leaflet thickening of the sapien 3 valve. A tee done on the same day of the explant confirmed the valve had severe aortic stenosis. The valve was explanted concurrently with left internal mammary artery (lima) to left anterior descending artery (lad) bypass and ascending aneurysm repair with a graft.

Manufacturer narrative:
Investigation is ongoing. Device not returned to manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the event, a manufacturing mitigation review was not required as a part of the investigation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency, thus a device history record review (DHR) and lot history review were not performed. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Review of the medical record revealed that the patient has a past medical history of diabetes and hyperlipidemia, which are well-known risk factors for developing bioprosthetic valve calcification. Tissue calcification may in turn cause leaflet thickening and the narrowing of effective valve orifice, leading to stenosis and increased gradients, as reported. As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.